Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experience low blood glucose in the afternoons, with unknown blood glucose levels at the time of the incidents. The customer was in a car accident on the freeway due to a low incident. The customer stated they get lows while in auto mode. The customer treats the lows with carbs. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined to provide any more information. The customer also had sensor updating issues. The insulin pump will not be returned for analysis.